Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe tip could not be inserted into the cannula during a vitrecomy procedure. The laser probe was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was manufactured on november 9, 2017. There were (B)(6) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. However, probes were returned for evaluation. The probe was manufactured on november 9, 2017. There were 1098 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. Four 25ga probes was received for evaluation. A visual assessment of the returned sample showed that the cannula was slightly bent from the handpiece. However, the rest of the tip showed no other non-conformities and this was determined to be unrelated to the reported event. When the sample was inserted through a 25ga trocar, it passed through without any noticeable resistance. The cannula¿s outer diameter was measured with outer diameter min/max values of 0.0200 to 0.0205 inches; the sample¿s outer diameter was measured to be 0.0202-0.0203, meeting specifications. The sample was found to meet relevant specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).